Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and injury.

Manufacturer narrative:
The device history records were reviewed for the femoral component, tibial component, patella, and articular surface with no deviations or anomalies identified.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed with no deviations or anomalies identified. These devices are used for treatment. The implants were reviewed for compatibility with no issues noted. The operative notes from the second revision surgery on (B)(6) 2013 indicated that the femoral and tibial components were implanted at an improper rotation. Specifically, the surgeon who performed the second revision stated that the femoral and tibial components were internally rotated relative to the epicondylar axis, and that the patella had a tendency to sublux laterally. However, the operative notes from the primary total knee arthroplasty (tka) performed on (B)(6) 2008 noted that the components were well positioned and well placed, that there was no evidence of patellar maltracking, and that the tibial plate had adequate bony overhanging. The knee was tested once again during the first revision surgery (articular surface exchange) on (B)(6) 2011, and at this time it was again indicated that the knee achieved a full range of motion and stability. The statement in the operative notes from the second revision is considered to be surgeon preference, as no deviations in the surgical technique were found in the operative notes from the initial tka or the first revision surgery. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Based on the information provided, no product issue has been identified. The risk of pain is addressed in the package inserts for all of the devices related to the events of this complaint. Each package insert lists pain as an adverse effect. This is therefore a known inherent risk of the procedure.